Manufacturer narrative:
(B)(4). Pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review.depuy considers this complaint closed at this time.

Event description:
Clinical report states the patient was revised due to metallosis and increasing hip pain. Medical records indicate the patient had moderately elevated cobalt and chromium ion levels. Radiographic reviews also received.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history record for product 121887354 lot 2210707 revealed no related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed